Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh2367 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported by nurse that the patient accepted catheter placement through left basilic vein, with 40 cm placed into the patient's body and 6 cm left outside. The catheter tip was at t7. Liquid leakage was found to have occurred on the puncture site on the second day after the operation and pain could be felt when pressing the puncture site. There was no check index showing any abnormity. It was suspected that chemotherapy drugs exosmosis occurred and thus, the catheter was no longer used. The catheter was then pulled out on the third day completely. The normal saline was then injected into the catheter and it was found that liquid leakage occurred 25.5 cm away from the catheter tip on it. The complaint was thus made.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a device malfunction that led to the reported leakage at the puncture site is unconfirmed as a device malfunction could not be replicated. One 4 fr s/l groshong PICC was returned for investigation. The returned sample exhibited evidence of use. The stylet had been removed from the catheter and the two-piece connector was attached and secured to the proximal end of the catheter, which are steps in the insertion process subsequent to catheter insertion. The catheter extended 44 cm from the distal end of the strain relief oversleeve. The groshong 3-position valve and the tungsten plug were visible at the distal end of the catheter. Adhesive residue was observed on a 5 cm segment of groshong tubing just distal to the strain relief oversleeve. A functional test of infusing and pressurizing the groshong PICC revealed no evidence of a leak in the tubing. The reported leak at the puncture site is not associated with a break or split in the returned catheter. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.